Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient with an unexpected outcome following cataract surgery with intraoperative aberrometry in the right eye. The patient is wearing a contact lens to help manage her vision. Additional information has been requested.

Manufacturer narrative:
Reported event was not able to be confirmed. The root cause of the reported event is unable to be determined conclusively. (B)(4).